Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guide catheter was used to successfully implant the implantable pacing lead (ipl). When the guide catheter was cut the product did not withdraw smoothly due to external tearing. Therefore, the guide catheter was removed and replaced. No patient complications have been reported as a result of this event.